Event description:
On (B)(6) 2012, pt was treated for high subcondylar fracture with a subcondylar lambda plate. Six weeks port operative the pt presented after feeling a 'click' as he was eating. X-ray taken confirmed that the plate fractured. The pt has an intracapsular fracture on the right side and wore elastics 3 weeks post operative. Implants remain in the pt and the surgeon has no plans to remove it at the present time. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.